Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). During the procedure, while attempted to insert the ds, it was difficult and unable to be advanced. After several attempts, the distal portion of the ds was observed to be enlarged. The valve was deployed and inspected under saline water, then a new large ds was prepared for the procedure. During the procedure, the valve was able to be implanted. The patient was in a stable condition and subsequently discharged.

Manufacturer narrative:
An event of a difficult to insert into patient and material deformation was reported. An image was received from the field showing small deformation at the distal end of the valve capsule. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause for the reported difficult to insert and material deformation could not be determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.